Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure of the left ventricular (lv) lead dislodged after the guide catheter was removed. An attempt to reposition the lv lead was made however, due to the location of the target vein that was too close to the phrenic nerve, the physician decided to use a different lead. The lv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.